Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date, after a usual size lunch meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. The hypoglycemic event was likely caused by the user overestimating the carbohydrate content of their meal and choosing a meal dose size that was too large, resulting in an excess of insulin relative to their need. Having the device volume set to "off" and all three low glucose alerts turned off contributed to the severity of the event.

Event description:
On 8/30/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 8/30/24. On 8/31/24 a beta bionics customer care agent followed up with the user about the event. After a lunch meal announcement, the user's blood glucose levels dropped rapidly from 72 mg/dl to 50 mg/dl and then read as "low" (<40 mg/dl). Despite consuming two glucose shots and a fruit snack, the user felt increasingly unwell and had their youngest daughter call paramedics. Emts arrived within 5-10 minutes and administered an IV of b50, staying until the user's bg levels stabilized. A factory reset was performed afterward, and the user plans to retrain the device. Immediate health effects included sweating, light-headedness, and nausea.